Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Rv tip set screw missing. A set screw was added in the rv tip to test the device. Set screws move freely in both directions with wrench. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision procedure the physician loosened the right ventricular (rv) setscrew on the pacemaker with another manufacturer's screwdriver as it was the only one available at the hospital. While loosening it, the setscrew came out of the connector block and the physician was unable to re-insert it into the header. Subsequently the pacemaker was explanted and replaced. The lead was successfully repositioned and remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a lead revision procedure the physician loosened the right ventricular (rv) setscrew on the pacemaker with another manufacturer's screwdriver as it was the only one available at the hospital. While loosening it, the setscrew came out of the connector block and the physician was unable to re-insert it into the header. Subsequently the pacemaker was explanted and replaced. The lead was successfully repositioned and remains in service with the new device. No adverse patient effects were reported.